Event description:
It was reported, that the patient with this right ventricular (rv) lead experienced discomfort. A pocket revision was performed. And the lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).